Event description:
The nurse injector reported that immediately after treatment with cosmoplast to the perioral lines, the patient developed three cysts at the treatment site. The physician prescribed massage and intralesional kenalog injections.

Manufacturer narrative:
Quality assurance has reviewed the device history records for this lot from finished product labeling to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, a minor deviation was noted. The deviation noted was not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.